Manufacturer narrative:
Product evaluation: the used cartridge was returned. A small amount of viscoelastic with blood is observed in the tip of the device. The cartridge has evidence it was placed into a handpiece. The tip has typical stress. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No abnormalities were observed. Product history records were reviewed and the documentation indicated the product met release criteria. The indicated handpiece is not qualified for use with the products used. The root cause for the reported lens damaged may be related to a failure to follow the directions for use (dfu). The indicated handpiece is not qualified for product use. The cartridge was not damaged. Top coat dye stain testing was conducted with acceptable results. Lens damage typically occurs if the lens or plunger are not positioned correctly for advancement and/or with a lack of lubricating solution between the lens and the cartridge lumen. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that a scratch was discovered on a lens optic while using a cartridge during an intraocular lens (iol) implant procedure. The surgeon decided that it was not necessary to replace the iol due to the scratch being located at the edge of iol optic. The lens remains implanted.